Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 407652 implantable pacing lead implanted: (B)(6) 2013 product ID 6947m62 implantable tachy lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device experienced two episodes of oversensing in the way of non-physiological noise at specific times when optival testing was occurring. The sensitivity of the device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.